Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web embolization device was used in an unspecified procedure. Reportedly, the device could not be detached with the use of a detachment controller. The device was removed and another web device was used to complete the procedure. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: d10 (date device returned), h3, h6 and h10 (additional information and device evaluation). Additional information was received indicating the patient was treated for a ruptured anterior communicating aneurysm. The patient was still in the hospital and was doing quite well. Investigation findings: items returned for evaluation: delivery system (pusher), web implant, introducer, dispenser hoop. Items not returned for evaluation: microcatheter & controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the hypotube was found kinked at the hypotube-to-connector junction and the proximal connector kinked at the brown lead wire joint. Device tested with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet the heater coil winding damage likely also contributed to the failed continuity and resistance testing. Investigation conclusion: the investigation of the returned web system found the hypotube kinked, the proximal connector kinked, and the heater coil windings to be stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.